Event description:
Patient reported experiencing elevated blood glucose ( approximately 200 mg/dl). They indicated that the device's button rings had fallen off, and as a result, they may have accidentally put the device into stop mode, by rolling over the buttons. No treatment was received for elevated blood glucose.